Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the insufflator was leaking at the large connector on the back, behind a plastic cap. The fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. Isi received the insufflator involved with this complaint to perform failure analysis. However, at the time of this report, the evaluation of the device has not been completed.

Event description:
It was reported that after reseating a co2 tank, a hissing noise was heard at the rear connection of the insufflator and gas leakage was felt at the rear valve area. With the assistance of an intuitive surgical, inc. (Isi) technical support engineer (tse), the customer confirmed the hissing sound was coming from the back of the insufflator rather than the yoke or the tube set. The customer confirmed the tube set was properly seated with an o-ring in place. The tse informed the customer that guidance could not be provided to the biomed department on tightening the rear insufflator connections and that only yoke-connection support covered in the user manual for tank exchanges could only be provided. There was no report of patient involvement or patient injury.